Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The patient reported blood glucose results of "108 and 187 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. About 5 minutes prior to the start of the alleged product issue, the patient claimed she felt symptoms of a "headache, hot, nausea and sleeplessness." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
The 510(k) # is k073231.